Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The returned device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and the saline leakage. Sem testing (scanning electron microscope) was performed and evidence of mechanical damage was observed on the dilator, silicone ring and the hemostatic valve. The valve presented a damaged on the outer diameter which suggest that excessive force was applied. This damage also suggest that the dilator was tried to be introduced not on a straight position as indicated on the optimal performance guide (odp). According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A manufacturing record evaluation was performed for the finished device 00001227 number, and no internal action related to the complaint was found during the review. Based on the device evaluation, the issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath, for this reason, no CAPA activity is required now, in addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Additionally, the customer had provided photos of the complaint product and a video to support the investigation. According to pictures provided by customer, the hemostatic valve was observed folded inside the hub separated from the brim cap and friction ring. Also, in a video provided by the customer, a leak is observed in the hemostatic valve section. Based on the review of just the photos and the video, the customer¿s complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve issue occurred along with air backflow from the side port. It was reported that during set up, when preparing the carto vizigo¿ 8.5f bi-directional guiding sheath - small and before using int the patient¿s body, the carto vizigo¿ 8.5f bi-directional guiding sheath - small was flushed without inserting a dilator. No backflow from the hemostatic valve was seen. Next, a resistance was felt during inserting the dilator. When the dilator was removed and the sheath flushed again, the operator who was setting up the sheath informed the caller that the dilator ¿stabbed¿ in the middle of the hemostasis valve. Regurgitation of saline was confirmed from the hemostatic valve. The hemostasis valve was damaged. When pressure was applied from the side port, saline leaked from the hemostatic valve. Furthermore, it was confirmed that air was mixed in while making noises when sucking from the syringe through the side port. Fortunately, it was confirmed during the setup that it was not affected for the patient. The issue was resolved by changing the a carto vizigo¿ 8.5f bi-directional guiding sheath - small to another one. The procedure was completed without patient's consequence. No further information is available.